Manufacturer narrative:
Additional information: 3 of the resolute onyx des were not implanted in the index procedure but in a later revascularization 14 months post index procedure to treat the 2nd diagonal, graft rca and lad. The event occurred 18 months post implant of these devices. Implant date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The death event is classed as a non-sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted in the rca. Seven medtronic pta balloons were also used during procedure. Approximately 32 months post procedure, patient suffered unstable angina with known coronary artery disease and was treated with change in medication. A month later, patient expired. Death is of unknown classification. Investigator and sponsor assessed event is not related to device or antiplatelet medication.